Manufacturer narrative:
B.5.medtronic received additional information that there was a small amount of patient blood loss. No transfusion was required. Medtronic received additional information that the leak was coming from the center of the luer cap. D.4.lot and UDI updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the leak was at the luer connection. The circuit was primed for 7 minutes. The circuit was primed with saline. The only drug used was heparin. There was no damage to the packaging or device. Correction b5: medtronic received information that during use of a nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, it was reported that the backup blood channel port on the outlet side was leaking blood, and tightening the port did not resolve the problem. Correction d4.2 (expiration date), d4.5 (unique identifier (UDI) #), h4 (device mfg date) h6 (patient codes (ime/annex e): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a oxy nautilus extracorporeal membrane oxygenation, it was reported the backup blood channel port on the outlet side was leaking blood, and tightening the port did not resolve the problem. The use of the device was unspecified. There was no reported adverse patient effect associated with this event;